Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line sensor was lifting. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The cause of the reported issue was due to insufficient loctite used. Applied loctite to air detector to secure it to fix customer's reported problem and bring pump into full functionality. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.